Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system tension-free vaginal tape (tvt) device was placed in a patient on an unknown date. According to the complainant, on (B)(6) 2017, the patient experienced pelvic pain. It was reported that, subsequently the patient underwent ¿total laparoscopic and vaginal removal of tvt.¿ it was reported that the patient has died. The cause of the patient¿s death, and the relationship (if any) to the device or the procedure have yet to be ascertained.

Event description:
It was reported to boston scientific corporation that an advantage system tension-free vaginal tape (tvt) device was placed in a patient on an unknown date. According to the complainant, on (B)(6) 2017, the patient experienced pelvic pain. It was reported that, subsequently the patient underwent ¿total laparoscopic and vaginal removal of tvt.¿ it was reported that the patient has died. The cause of the patient¿s death, and the relationship (if any) to the device or the procedure have yet to be ascertained. Additional information received from on january 22,2018: the event did not lead to death.